Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team (cht). Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the therapy cable had worn out and a replacement was needed. It is unknown whether the device was in use or not when the alleged failure was discovered. No patient or user harm has been reported. Remote support was provided which found the user required replacement therapy cables for their mrx. The rse determined that the required parts were not available for purchase. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Because the device is end of life, cannot be repaired, and was not returned for investigation, the cause of the reported problem is unknown and cannot be confirmed. The customer was made aware of the end-of-life terms and the device remains at the customer site.

Manufacturer narrative:
H3 other text : remote support was provided.